Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.